Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, the guidewire got stuck inside the lead. The lead was removed and replaced with a different lead during the implant procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of ¿the guidewire got stuck inside the lead¿ was confirmed. As received, a complete lead with a stuck stylet was returned in one piece, measuring 58.4 cm. As concluded with visual and x-ray examination of the lead, the cause of the reported event is due to blood in the inner coil and bunching of the inner coil that is consistent with procedural damage. The lead was otherwise normal.